Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement and additional endovascular procedure complaints are unconfirmed. The type ib endoleak complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest a type iiib endoleak of the distal main body occurred that was not included in the event as reported. The type iiib endoleak was discovered during a review of the undated computed tomography scan. There is off-label use of a non-endologix stent in the right common iliac artery. It is unlikely it contributed to the type ib endoleak in the left common iliac artery. The type ib endoleak is likely anatomy related due to the poor stent to iliac wall apposition due to thickened calcifications. It is unclear if these thickened calcifications were present at the index procedure. Procedure related harms could not be determined. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for a right iliac artery aneurysm on (B)(6) 2019. The right internal iliac artery was coiled, and a gore (non-endologix) excluder was implanted in the area between the right common iliac artery (cia) and the external iliac artery. Then the afx2 bifurcated stent graft was implanted through the left access. Balloon touch-up was performed to complete the procedure. A follow-up performed on an unknown date found that the aneurysm had increased and there was a type ib endoleak from the left cia observed. On (B)(6) 2024, an additional procedure was performed. Details of the procedure are not available. The patient¿s condition has been stable. It should be noted that this procedure is off label as per the indications for use the afx2 endovascular aaa system (afx2 system) is a family of abdominal aneurysm endografts and delivery systems intended for the endovascular repair of abdominal aortic or aorto-iliac aneurysms. Additionally, the safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.